Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left implant rippling and deflation and right breast implant baker grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 400cc and suffered from left implant rippling and deflation and scarring and right breast implant baker grade IV capsular contracture, breast pain, and scarring. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 465cc on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/6/2020, a manufacturing record evaluation was performed for the finished device 6474383 number, and no non-conformances were identified. On 4/15/2020, during visual examination of the sample a crease on anterior expanding to posterior view was noticed. Leak testing was performed, according with mentor procedure, and it revealed on anterior view a tear measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A crease/fold failure may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this 6474383 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).